Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint of "the wrist joint of the instrument was not flexible." Failure analysis found the primary failure of the failed intuitive motion to be related to the customer reported complaint. The mcs instrument¿s grip tips were not moving intuitively (they were not following the master tool manipulator (mtm) input commands smoothly). The root cause of this failure is attributed to a component failure. There were additional observations not reported by the site and related to the primary failure. The mcs instrument was found to have a loose grip cable at the distal end. The root cause of the loose grip cable is attributed to a component failure. The mcs instrument was found to have a derailed grip cable at the clamping pulley at the proximal end. The yaw motion may be non-intuitive as a result. The root cause of the derailed grip cable is attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer discovered that the monopolar curved scissors (mcs) instrument wrist joint was not flexible. The customer replaced the mcs instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up on 09-oct-2022 and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The customer observed delayed motion with the instrument during the procedure. The surgeon was dissecting tissue at the time of the event. The customer reported that the "cable was found to be exposed." No arcing was observed during the procedure. No evidence of thermal damage was identified. The instrument was reportedly sent back to isi for evaluation. There is no video recording of the procedure, but images of the instrument damage were provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the monopolar curved scissors (mcs) instrument for evaluation, but the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. A review of the procedure log with the information provided resulted in no additional information. In addition, the mcs instrument information cannot be verified through the system log review at this time as it was not registered on the system or the product was not used. Images of the mcs instrument related to this event were received. A review of one of the submitted images was performed by an isi failure analysis engineer (fae). The following additional information was provided: this looks like a dislodged conductor wire. There does not appear to be any insulation damage. Without the failure analysis evaluation of the actual instrument, it is unknown if the conductor wire is damaged or only dislodged. This complaint is being reported due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.